Event description:
It was reported that during surgery, the surgeon was applying the osteobond cement (prior to implant insertion) and the pt started to have an allergic reaction with subsequent respiratory and cardiac inefficiency. The pt was subjected to cardiac massage for 50 minutes without positive result. The hospital has executed the pt autopsy in order to determine the cause of the death. Additional clinical follow with the hospital indicated that the osteobond was not correlated with the expiration of the pt. It was reported by the hospital that the pt's expiration is believed to be attributed to ictus. Upon the receipt of the formal autopsy report, a follow up medwatch will be submitted.

Manufacturer narrative:
This lot was manufactured and released into inventory on 03/06/2013. An investigation into the product determined that all products were inspected and met all standards before being shipped. No parts are available for review so no observations can be made on the bone cement. There are no histological reports or operative reports available to assess pt's condition more accurately. The quantity and condition of the polymer and monomer used, also the mixing method used are not mentioned. No photographs and pre or post-operative x-rays or autopsy results are available at this time. The surgical technique and particularly the package insert have adequate instructions, steps and contraindications mentioned in it and this becomes a thorough guide while using bone cement.